Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nasal/throat irritation or soreness, sinus pressure, cough and raspy voice. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged sinus pressure, cough, and raspy voice . There was no patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Internal investigation of the base unit observed dust/dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and airpath suggesting a source external to the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the device. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Section d8, d9, g3, h6 has been updated.